Event description:
Immediate implant #5; did not integrate. Insufficient bone quantity. Insufficient bone quality. ID# (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).